Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 650cc saline breast implants which the right side deflated after implantation. As a result patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
Additional information received on 8/29/2018, indicated that the patient had bilateral capsular contracture with unknown grade. Date of explantation on this report updated to (B)(6) 2018. Patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3502650, serial number (B)(4), and left replaced with catalog number 3502650, serial number (B)(4). This report is for the right implant. Concomitant products: left mentor smooth round moderate plus profile 650cc saline breast implant, catalog number 3502650, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. Red material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.2 cm within a crease on the anterior aspect and extended to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red material found on the device. There is no evidence that the issue is related with manufacturing. Product evaluation team also concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).